Event description:
It was reported that the patient¿s first implant never covered their pain. It was reported their pain began in 2010 due to degenerative disc disease and they were implanted in 2011. It was reported that the patient¿s leads had migrated so they had their whole system replaced.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: 2011-(B)(6), product type lead. (B)(4).